Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The operator met resistance when they advancing the sheath into the blood vessel, the dilator was inserted in the sheath during advancement. After they withdraw the sheath found the tip of sheath was embossed.( not smooth) then the operator change a new device to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence